Manufacturer narrative:
The consumer's complaint could not be confirmed. The consumer did not return the glucose meter nor the test strips in question. Although the consumer did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Manufacturer narrative:
Test strip lot # 1020214204 expiration date: 07/31/2016. Control solution lot # none. Per label copy/ package insert high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: test strips should be stored only in the original vial. Limitation: use only fresh capillary whole blood.

Event description:
Consumer called concerned about his blood glucose reading from his meter compared to his back up nml meter. Consumer believes his 'back up meter is working properly- ' it was reported to nova biomedical that a consumer received a result of 94 mg/dl on their blood glucose meter. The consumer immediately performed another test using a different nova max meter and a test strip from the same vial getting the following result of 38 mg/dl. According to the consumer on (B)(6) 2015 ",,, he woke up at approx. At 2:00am from, '.. Experiencing low blood symptoms...' And tested his bg with both of his meters and he felt the 38 mg/dl result was accurate to how he felt at that time..." Subsequently, the consumer required emergent food intervention to help raise his blood glucose level by drinking gatorade. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone, a control solution could not be performed because the consumer did not have any nova max control solution. It was also revealed that the consumer transfers test strips from one vial to another, which may contribute to the loss of integrity of the test strips. The consumer did not perform the back to back tests as instructed in our directions for use. The consumer used the same drop of blood versus two (2) separate finger sticks.